Event description:
A female pt contacted lifecore customer support to report that she is unable to connect the electrode belt to the monitor. She said it would not fit into place for her to screw it back in. Support asked why she had removed the electrode belt. She stated that she removes the electrode belt cable to fit it through her clothing. Support warned against doing this because of the damage it could cause. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.